Event description:
The MFR was made aware on (B)(4) 2010, following a search of the maude database and confirmation from the customer, that an adverse event occurred. The incident was reported by (B)(6) on (B)(6) 2009. Per MFR report 3003862657-2009-00001: "physician called and said the option filter did not open up and was a risk for migration. To him, it appeared the legs got tangled and was not allowing it to open all the way. He said that after playing with it a little, he forced one leg to open, but the others would not. He was unable to retrieve the filter due to the patient's medical condition. The patient was in ICU and he deployed the filter bed side using a portable c arm. He sent a picture that was forwarded on to the angiotech vascular (B)(4) via phone. He will be forwarding other pictures as soon as possible, he says. On (B)(6), the physician called the angio sales rep back and said that the patient had died. He said the patient had clots throughout her body and she was discovered unconscious in her house and was in really bad shape. He did not attribute the death to the filter, but did not know the cause of death."

Event description:
Reporter alleged obtaining results between 99 mg/dl and 357 mg/dl on the compact plus system within 10 minutes. Reporter also alleged that on another day, he obtained results between 99 mg/dl and 258 mg/dl within 10 minutes on the same compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.